Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verio iq meter displayed an ¿apply sample¿ message. The complaint was classified based on the customer care advocate (cca) documentation as medical surveillance was unable to reach to patient to obtain additional information. The patient alleged that ¿a couple of weeks¿ prior to contacting lfs, at 04:00am, the subject meter displayed an ¿apply sample¿ message. The patient detailed that her diabetes is usually managed with a combination of oral medication, diet and exercise and denied that she took any action regarding her usual diabetes management regimen in response to the meter message. The patient reported that at an unknown time after the meter issue occurred she allegedly developed a symptom of ¿cramps in her leg¿ and that ¿one week¿ prior to contacting lfs, she had a doctor¿s office visit where she was given glipizide 10mg. The patient also detailed that on (B)(6) 2014, at 04:30pm, she obtained a blood glucose reading of ¿344mg/dl¿ on a clinic meter. The cca noted that it was the first time that the product had been used and the correct testing strips had been used, but that the patient did not have testing supplies available to walk through a retest. Replacement products were sent to the patient. Based on the information provided, there is no indication the product issue caused and/or contributed to an adverse event. The patient¿s reported symptom of ¿cramps in the leg¿ does not meet lifescan's criteria for a serious injury. The patient did not receive any treatment from a healthcare professional for an acute blood glucose excursion. This complaint is being reported because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.